Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A follow-up report will be submitted when the eval has been completed. Conclusions: a follow-up report will be submitted when the eval has been completed.

Event description:
After an angioplasty procedure, blood leaked from the rotator on the hemostasis valve. No harm or injury was reported.